Event description:
It was reported that a patient's lead was determined to be fractured after impedance readings were abnormal. It was stated that the surgeon tested the system at the pocket and at the extension connection, and visually inspected the lead itself. The impedance testing and visual inspection determined the lead to be the issue. The lead was replaced on (B)(6) 2013. It was stated that the new lead and the full system were "working properly at the time of surgery". There were no further details about the origin of the issue. It was stated that the lead was fractured for an unknown reason. The impedances were tested and x-rays had been taken. It was noted that the issue was resolved. There were no known patient symptoms. Additional information received reported that the patient had not been back to the clinic yet for programming. It was noted that the system was still off.

Manufacturer narrative:
Product ID 3387s-40, v479548, implanted: 2010 (B)(6), explanted: 2013 (B)(6); product type lead product ID 7438, serial# (B)(4); product type programmer, patient product ID 7482a51 lot# serial# (B)(4), implanted: 2010 (B)(6); product type extension product ID 7482a51, serial# (B)(4), implanted: 2010 (B)(6); product type extension product ID 7426, serial# (B)(4), implanted: 2010 (B)(6); product type implantable neurostimulator product ID 3387s-40 lot# v445282, implanted: 2010 (B)(6); product type lead. (B)(4).